Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. There was no impact to the customer's blood glucose level. It was indicated that the customer would obtain an alternate usb cable to troubleshoot with. Although confirmation was requested as to whether or not another cable resolved the reported charging issue, it was unable to be confirmed.